Manufacturer narrative:
The associated device was returned and evaluated. A visual / functional inspection of the returned device confirmed the stated failure mode. The locking mechanism on the device was seized, rendering the device inoperable. The device was manufactured in 2010 and exhibits signs of extensive wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the tensioner broke in surgery while using on the patient's wound, all pieces were recovered. Ann s&n back-up was available to complete the procedure with no delay or patient injuries. The final outcome of the surgery was good.

Event description:
It was reported that the tensioner broke in surgery. A back-up was available to complete the procedure without delay. There was no harm to the patient.